Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On july 24, 2024 the recipient's device was repositioned. Post operative device testing was within normal limits. The recipient's issues have resolved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. The recipient is presenting with headaches and sound quality issues. Device testing revealed abnormal results. A CT scan confirmed electrode migration. Revision surgery is scheduled.